Manufacturer narrative:
User facility report number is unknown. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received customer medwatch from the FDA which stated, "nurse hung a bag of paclitaxel and noticed right away the tubing was linking. The tubing was still clamped and the pump was not on yet. The nurse was not able to identify exactly where the leak was but indicated that it must have been somewhere above the pump area. The pump was cleaned and yellow bagged since it was contaminated with drug. Biomed was called but they stated they did not have a protocol for chemotherapy contaminated pumps. The pump was then decontaminated with surface safe a decontamination product used in pharmacy for the hazardous hood. The area was cleaned and decontaminated with surface safe as well. The bad of paclitaxel and tubing was bagged and sent to risk. The patient did not get any drug on her".

Manufacturer narrative:
Concomitant medical products: baxter, 250ml IV bag of paclitaxel lot: c953562 exp: december 2015; baxter, 50ml IV bag of 0.9% sodium chloride lot: p333609 exp: april 2016; therapy date (B)(6) 2015. The customer¿s report of set leaking above pump ¿silicone segment¿ was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0425 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The set was pressure tested; leaking was observed at the silicone tubing at less than 3psi of air. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.